Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Customer suspected the control iq software delivered a bolus inappropriately; however, system check was performed with tandem technical support and the pump was determined to have been functioning as intended. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.